Event description:
It was reported that the customer had normal blood glucose levels of 106 mg/dl. It was reported that the customer got a blank display on the insulin pump thirty minutes after changing the battery of the insulin pump. The customer also reported that there was no alarm before the blank display on the insulin pump. The customer was advised to clean the battery compartment of the insulin pump. It was reported that the display of the insulin pump returned. The customer reported that the insulin pump was working as designed but the customer still had concerns that the issue might recur in the future. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.